Manufacturer narrative:
The product has not returned for analysis, however, a picture(s) were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).

Event description:
As reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation occurred. It was reported that during procedure, device (including port, luer hub) was not irrigating (there was occlusion/no irrigation). A second device was used to complete the operation. There was no adverse event reported on patient. Additional information received indicated there was no alert from the irrigation pump because the physician couldn't get the dilator in during insertion. The physician felt also resistance between the smarttouch catheter and the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The adjustable bent sheath was replaced. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was not used on the patient, as such, no blood return was observed.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation occurred. It was reported that during procedure, device (including port, luer hub) was not irrigating (there was occlusion/no irrigation). A second device was used to complete the operation. There was no adverse event reported on patient. Device evaluation details: on 11-jan-2023, the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. Additionally, according to the picture provided by the customer, the hemostatic valve was dislodged inside the hub component. A device history record was performed for the finished device batch number, and no internal actions were identified. However, due to the conditions observed in the hemostatic valve, an internal corrective action has been opened to address this issue. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).